Manufacturer narrative:
The glucose reagent lot number is 82238001, with an expiration date of 30-nov-2025. The field service engineer determined the sample probe was contaminated. The probe was replaced and adjustments were checked. The probe wash was found to be very low. The gear pump pressure was adjusted to the correct pressure. The probe wash was adjusted. Mechanical checks and precision studies were performed; all checks passed. Calibration data was acceptable. The customer stated that quality controls were acceptable prior to the event. The sample centrifugation time may have been shorter than recommended by the tube manufacturer. A review of the alarm trace data did not show any abnormalities. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen. 3 on a cobas c 503 analytical unit. The sample initially resulted in a glucose value of 6.71 mg/dl. The customer did not believe the value to be correct, so the sample was repeated. The sample repeated with a glucose value of 9.67 mg/dl. The sample was repeated on a second analyzer, resulting in a glucose value of 85.1 mg/dl. This repeat value was deemed correct.